Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
If the device is received, a summary of the investigation will be provided in a supplemental report.